Event description:
The event was reported by a customer from USA: "while on a patient's home, the power cord was unable to disconnect from the sapphire pump. It was further stated that inside of the housing of the power cord was revealed. No other information provided. Delay in therapy: no need for medical intervention: no human harm: no".

Manufacturer narrative:
(B)(4).